Event description:
Infusion of ketamine & fentanyl was initiated at a rate of 5 ml/hr. Pump alarmed when IV tubing clamp was released. IV tubing was reclamped, the pump was immediately removed dfrom service and the device was impounded. Performance testing revealed free flow at the pre-set flow rate of 5 ml/hr. Immediate alarm history was: hold, flo 3, flo 3, door, flo 3, and hold. No patient morbidity was observed nor change in clinical status noteddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: mechanical problem. Conclusion: device failure directly caused event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.